Event description:
During a laparoscopic procedure, the lower jaw of a biopsy forceps broke off. The surgeon was able to locate and retrieve the metal loose body. No pt problem were reported as a result of this incident.